Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Although the exact cause of the worsening pvl cannot be determined, it is likely that patient factors (heavy calcification) and procedural factors (deployment in a too atrial position) might have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, fifty days post implant of a 26mm sapien 3 ultra valve in the mitral position, the patient was reported to have symptomatic moderate perivalvular leak within annular calcification (mac). The team decided to post dilate in order to resolve the leak. The post op echo showed the pvl grade was reduced to mild/moderate. It is perceived that the pvl was caused by the patient's heavy calcification and the too atrial position of the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.